Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. Customer reverted to an alternate method of insulin therapy.